Event description:
User reports failing 4 survey samples for multiple assays on for different external proficiency surveys starting (B) (6) 2008. Only the following external proficiency survey sample provided was discrepant for potassium occurring on (B) (6) 2009. Survey result reported 6.8 mmol per l. Acceptable survey range 5.4 to 6.5 mmol per l. Survey sample repeated on (B) (6) /2009 giving 6.0 mmol per l. User said "they are not aware of any patient result issue". No patients adversely affected. The field service representative was unable to find a cause. To verify analyzer performance a check test application and diagnostics were performed with results of check test pipetting accuracy, precision and ise diagnostics all within specification.